Manufacturer narrative:
Following a detailed device analysis distal stent damage was found. Some of the stent struts were severely misaligned. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Lesions that are heavily calcified are contraindicated in the taxus liberte' directions for use. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is due to a design constraint of the product.

Event description:
This complaint is now reportable based on the analysis completed on 12/13/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed, severely calcified lesion being treated was located in the severely tortuous left anterior descending (lad). No patient injuries or complications were reported. The patient's condition is "good". However, the returned product confirmed that there was stent damage.